Event description:
Multiple pump failures. Pumps are taken outside to the courtyard, when the sunlight hits them, they error. The light triggers "low priority pump problem alarm". Infusion is not disrupted, alarm can be cleared/silenced; recurs every 15 min. Fully resolved by power-cycling pump. Mfg. Said root cause is that the leds act as a solar cell and generate a voltage when exposed to sunlight. Unexpected voltage triggers led functional check logic. Software is to be updated to fix led function check logic, no false detection due to sunlight exposure will occur. Software change implementation is underway, which requires testing prior to release, this will be available in june. Manufacturer response for pump, infusion, ivenix infusion system (per site reporter).